Manufacturer narrative:
(B)(4). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder arthroplasty, the surgeon was unable to insert the humeral liner into the corolla. The surgeon removed the ringloc component, spread it, and reinserted, but the liner still was unable to seat. During several attempts to insert, the corolla migrated. Another liner was used to complete the procedure and the same corolla was used.